Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 17655453, description:next generation anchor kit-sterile; model #: sc-4318, lot #: 18388887 description: clik x anchor.

Event description:
A report was received that the patient suffered from a possible cerebrospinal fluid (csf) leak due to a possible dural tear during an explant procedure. It was noted that the patient was hospitalized. Upon further inspection, it was confirmed that there were no known symptoms and the patient was doing well.